Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "up" "down" and "ok" buttons were found to be intermittently responding. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "up" "down" and "ok" buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts.